Manufacturer narrative:
Reported event: front of mics assembly came apart when detaching cutting attachment; needs replacement. Product evaluation and results: visual inspection: visual inspection was performed and confirmed that the collar fell off. Functional inspection, dimensional inspection and material analysis were not performed as visual inspection confirmed the failure. Per (B)(4) and (B)(4). Part was rtv for rework. Product history review: device history records indicate 25 devices were manufactured under lot k07v3 and all 25 devices were accepted into final stock on 07-30-2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k07v3 shows no additional complaints related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
Front of mics assembly came apart when detaching cutting attachment; needs replacement. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Front of mics assembly came apart when detaching cutting attachment; needs replacement. Case type: tka. Surgical delay: = 15 minutes.